Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade unk. A xtw triclip (lot: 31025r1095) was chosen for implant. Minus knob on steerable guide catheter was added, approximately 3/4 turn while inserting the clip, then back to neutral. During establishment of final arm angle (efaa), after the lock line was removed, the clip reopened more than expected from less than 5 degrees to more than 5 degrees. The clip remained stable. An additional clip was implanted. The procedure ended with tr reduced to trace. There was no clinically significant delay.